Event description:
It was reported that this right ventricular lead exhibited loss of capture due to exit block. The patient had an underlying rate of 30 bpm and was taken to the local hospital for evaluation. No further information has been provided and no resulting adverse effects were reported.